Event description:
It was reported that during a ptca procedure involving a calcified and 100% stenotic lesion, the maverick2 monorial balloon ruptured at unknown atms. (The number of inflations performed is unknown.) The maverick2 monorail balloon was removed and replaced with another balloon to successfully complete the procedure. No pt injuries or complications were reported.